Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As per the mre, device manufacture date was updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 500cc smooth mentor memorygel breast implants had experienced bilateral wound infection postoperatively. The patient reported that her body was rejecting the implants, and she had undergone surgical intervention. As a result, the patient underwent explantation and replacement with 500cc mentor memorygel breast implant on the right (right catalog # 3505001bc, right lot-serial # (B)(4)) and an unknown mentor gel breast implant on the left on (B)(6) 2018. Event details provided by the patient are unclear, and mentor is submitting the reports based on the information available at this time. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.